Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptoms/ae: after the procedure. It was reported that several hrs post an uneventful internal carotid artery stenting procedure, the patient experienced nominal aphasia. CT scan of the head was negative and a carotid ultrasound showed that the stent was well apposed in the vessel and no significant abnormality was observed. The physician stated that the probable cause was micro emboli. The neurological deficit continued, and the patient remained hospitalized for an unk period of time. There were no reported adverse patient sequelae. Although requested, there is no add'l info available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.